Event description:
It was reported that the patient was deceased and died the date of device implant on (B)(4) 2013. It was noted that the patient's blood pressure dropped during the implant procedure and an atrial-ventricular node ablation was performed during the procedure. It was also reported that while in the post anesthesia care unit the patient had cardiac arrest and there was a question whether or not the device was capturing, the output was increased to maximum output with no resolution. A lead dislodgement was suspected which x-ray confirmed there was no dislodgment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) performance data was collected from the device and analyzed. Analysis revealed a patient alert for lead failure predictor on (B)(6) 2013 and one ventricular fibrillation episode equal to 210 milliseconds with an average ventricular cycle on (B)(6) 2013. There were also five high rates non-sustained less than or equal to 217 milliseconds with an average ventricular cycle on (B)(6) 2013. Product ID (B)(4) implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated damage at implant.